Event description:
Customer requested a log review; reportedly a 100 ml bag of versed was hung at 10:30 pm on (B)(6) 2013, at a rate of 3 ml/hr and a vtbi of 100 ml. At 1:25 am on (B)(6) 2013, the nurse noticed that the IV was dripping faster than expected for the 3 ml/hr rate and that "it continued to drip when the tubing was clamped off". Customer stated there was no pt harm or medical intervention. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.